Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that the needle sheath kept flipping and would not lock. The diagnostic procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
As of the date of this report, the biopsy needle has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.